Manufacturer narrative:
The field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event was the flow transducer being out of calibration. After re-calibrating the flow transducer, the issue was resolved. The fsr performed the operational verification procedure and reported the unit meets manufacturer specifications.

Manufacturer narrative:
At this time, vyaire has not received the suspect device for evaluation. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays circuit occlusion alarms. The issue occurred during patient use; the customer reported the patient was moved to another ventilator. The customer reported there is no patient consequence associated with the event.